Event description:
Report received from the USA stating that the device has a "hole in the outer hose" discovered by sterile processing after surgery. There were no injuries reported/ there was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was visually inspected and the event was substantiated. This is due to mishandling. The event was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).